Event description:
Dr. Started to inflate the balloon and the balloon began to slide distally, relative to the lesion. He then began to pull on the catheter to keep it in place and continued to inflate. He stated that he believes the pulling pressure forced the balloon to burst. A second balloon with the same lot number was used with the same results. A third balloon from the same lot was used successfully.